Manufacturer narrative:
Investigation summary no product was returned. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was being repositioned, doc pulled across valve and could not recross. Device history lot: device lot: 1969394. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in b3. This report is submitted as a follow up to provide corrected information following an internal review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was being repositioned, doc pulled across valve and could not recross.

Event description:
It was reported that a patient implanted with an impella cp experienced renal failure and was placed on hemodialysis. Later, the physician pulled the pump across the valve and could not recross. The pump was explanted and the patient was stable condition.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿